Event description:
It was reported that during an unspecified surgical procedure, it was observed that the mechanism was locking on the motor device. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that motor disconnect sleeve was very stiff and stuck. Therefore, the reported condition was confirmed. This type of damage was indicative of a snapped drive shaft. The assignable root cause was determined to be due to component damage from misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.